Manufacturer narrative:
One device was received for evaluation. Service history review identified this device has not been in for service in the previous 12 months. The reported issue was confirmed through the event history log but was not duplicated. Further testing identified contamination at the downstream occlusion (dso) sensor and latch/lock area. The root cause of the issue was fluid ingression. The dso sensor, mainboard, latch/lock and flex sensor were replaced. The device passed all tests after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a downstream occlusion error. There was unknown patient involvement, no patient injury was reported.